Event description:
This pt with a diagnosis of grade ii, 11 mm ac aneurysm was undergoing coil placement. During 1st coil embolization within the sub cranial hemorrhage, the physician attempted to re-position the coil because the loop was coming into the parent artery, but the coil detached. During attempts using a snare to retrieve the coil, it stretched/unraveled. The procedure stopped and the pt was transferred to ICU. The physician was planning to examine the pt with re-angio the next day. The pt is doing well at the present with no changes from pre to post procedure.